Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there was pump housing damage. Reportedly, the customer was unable to load a cartridge. There was no impact to the customer's blood glucose level. The customer reported that a pump would continue to be used for insulin therapy.